Event description:
The end user fell while ambulating with crutches and suffered a lumbar sprain.

Manufacturer narrative:
The end user reported that he was ambulating inside his home and that he fell when a crutch tip wore through one of the crutches. He was diagnosed with a lumbar sprain and was treated with physical therapy, a muscle relaxant and pain medication. The end user did not return the sample to us for evaluation. No photos were sent. We have not confirmed the issue or identified a potential root cause. The overall care and condition of the crutches is not known. Warnings in the owner's manual state that before each use, the end user should make sure the tips are in good condition and that they should be replaced immediately when worn. Due to the reported injury and need for medical intervention, this medwatch is being filed.